Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent ventricular undersensing. Programming changes were discussed, but no known intervention has been performed. No further information was available.